Event description:
The user facility reported that residue is being left on instruments and equipment after being washed in their reliance 444 washer.

Manufacturer narrative:
A steris service technician inspected the washer and found it to be operating properly; no issues were noted. While onsite the technician took water samples which evidenced the user facility's water had high hardness and copper levels. All instruments with visible residue were reprocessed before use in patient procedures. The operator manual states (pp. 4-31), "good hospital practice dictates all instruments be inspected for visible debris after processing in the reliance 444 single- chamber washer/disinfector. Any instrument with visible debris must be reprocessed until clean and free of visible debris prior to terminal processing. Failure to reprocess until all visible debris has been removed may impede the terminal processing." The user facility installed a new pure water treatment system and no further issues have been reported.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
No injuries or procedural delays/cancellations were reported.